Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/03/2020. Additional information was requested and the following was obtained: - was there any adverse consequence associated with the patient? Unknown. According to sales confirmed, can¿t get the information from hcp temporarily. Once get information, we will update it. - please provide procedure date (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Please provide procedure date. A manufacturing record evaluation was performed for the finished device lot pjbctzc0, and no non-conformances were identified. To date the device has not been returned.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle while sewing. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.